Event description:
It was reported on (B)(6) 2022 by a facility representative via sems that an ar-9625 broke off into the head of a screw. This was discovered during a case with device breaking during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9625 driver was returned for investigation. Visual inspection identified that the distal end of the drive geometry had broken off, and the remaining hex tip was twisted/rounded. Assessment of the breakage site indicated that the device most likely broke under torsional strain. A probable cause is attributed to over-engaging/over-torquing the driver within the screw head.